Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon created extra cuts and deviated from visionaire plan. According to surgeon, "a tibial osteotomy was then created removing approx. 6 mm from the medial portion, as well as 9.5mm from the lateral portion of the tibia, which was confirmed to be off of the preoperative MRI template."

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.